Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after inserting a bd insyte autoguard shielded IV catheter 20 g x 1 in., the safety mechanism didn't activate and the needle didn't retract. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned. The needle was observed partially retracted into the safety barrel leaving the needle tip exposed. There was damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. A functional test was performed: the needle was pushed and repositioned to the out position, the button was depressed and the retraction was unsuccessful. The damaged grip inhibited the needle from retracting. Conclusion: the returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample.